Event description:
It was reported that the right ventricular (rv) lead dislodged and intermittent capture was observed at maximum output. The rv lead was repositioned successfully. The patient was stable.